Manufacturer narrative:
As reported, the deployment button of a 6f exoseal vascular closure device (vcd) was unable to be pressed. The procedure was completed by manual compression. There was no reported patient injury. The device was used in a percutaneous coronary intervention (pci) procedure. There was no damage to the device prior to opening the package. The device was stored and prepared according to the instructions for use. The user is trained to the device. The procedure used a retrograde approach. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. The indicator window was showing sloid black at that time. The indicator window did not show any red color during retraction. The button was too tight to be pressed and required excess force, however, was unable to be pressed and the device was removed. Other procedural details were requested but were not provided. A non-sterile unit of product ¿vascular closure device 6f¿ was received inside a clear plastic bag. The device was unpacked to proceed with the product evaluation finding the following conditions: the deployment button of the device was not depressed; the plug was present on the delivery shaft and exposed to residues of dry blood. The indicator window was received on white/black position and the cowling guard was found locked and the indicator wire was observed deployed. The bleed back port is set at its original position. Furthermore, an unknown procedure sheath was locked on the device and blood was noted in the procedure sheath, no damages were observed on it. No other anomalies were observed during the visual analysis. Functional analysis was performed. The indicator wire was pulled to move the indicator window from the black/white state as received into the black/black state. At the black/black stage, then the deployment button was pushed down, there was no friction, and it was completely depressed. The deployment button performed correctly, and the plug was deployed properly. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. Based on the information provided and the product evaluation, the reported event of ¿deployment lever (button) frozen/locked¿ was not observed. The unit did not present any observed abnormal condition during its visual and microscopic evaluation. The functional analysis demonstrated proper functionality of the device. The lever was able to be depressed once the indicator window changed to black/black. The exact cause of the reported issue could not be determined, based on the noted findings. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The device was received with the indicator window in the black/black stage. In order for the deployment lever to be depressed, the indicator window must be at the black/black stage. The instructions for use (IFU) cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the deployment button of a 6f exoseal vascular closure device (vcd) was unable to be pressed. The procedure was completed by manual compression. There was no reported patient injury. The device was used in a percutaneous coronary intervention (pci) procedure. There was no damage to the device prior to opening the package. The device was stored and prepared according to the instructions for use. The user is trained to the device. The procedure used a retrograde approach. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. The indicator window was showing sloid black at that time. The indicator window did not show any red color during retraction. The button was too tight to be pressed and required excess force, however, was unable to be pressed and the device was removed. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.